Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, completed required form on behalf of customer, provided reset instructions, assisted caller with resetting pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned.